Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 11 and a half months following the implant of a transcatheter bioprosthetic valve, a transthoracic echocardiogram revealed moderate diastolic flow in the left atrium, which was suggestive of a possible aortic left atrium fistula. A transesophageal echocardiogram (tee) was scheduled and performed approximately 2 months later. The tee noted a normal ejection fraction (ef) with no visible clot or obvious fistula. However, a moderate paravalvular leak (pvl) was identified at the 12 o¿clock position. The event was reported as causal to the valve and implant procedure. Treatment was not reported. No patient complications were reported as a result of this event.